Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the firstpass suture passer broke. It is unknown whether the event happened during surgery and if there was patient involvement and if there was a back-up device available or if there was a delay.

Event description:
It was reported that the needle of the firstpass suture passer broke. It is unknown whether the event happened during surgery and if there was patient involvement and if there was a back-up device available or if there was a delay.

Manufacturer narrative:
Internal complaint reference (B)(4). B5: event description updated. H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.